Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also reported there was undersensing on the right ventricular (rv) lead which may have been due to suspect tissue interface and possible lead slack. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.